Manufacturer narrative:
The customer's reported complaint that a coolant low error occurred on the thermogard xp ivtm system (B)(6) was not confirmed during the review of the event logs or functional testing. The reported issue was not replicated during testing, and the thermogard ivtm system functioned as intended. Nevertheless, the coolant block was replaced as a preventive precautionary measure. The coolant block sensor pcb was observed to have saline damage, which may have caused intermittent technical problems that could not be directly identified during the functional testing. Upon visual inspection, a saline spill in the raceway assembly was observed, unrelated to the reported complaint. The raceway assembly was cleaned. Upon review of the event log, no irregularities or hard errors were found. The thermogard xp ivtm system passed functional testing with no issues, and the customer's reported complaint was not reproduced. The coolant block was replaced as a preventive precautionary measure. Unrelated to the reported complaint, the pump rotor assembly was lubricated, the white guides were replaced, and the top lid hinge and pump lid screws were tightened. These issues are likely attributed to wear and tear, due to the age of the console. The thermogard console was manufactured in 2018 and is 6 years old, past its expected serviceable life of 5 years. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint there were no similar complaints for thermogard xp ivtm system with (B)(6).

Event description:
After 15 minutes of run time, the customer reported a coolant low error occurred on the thermogard xp ivtm system (B)(6). Another console was used to continue therapy. No harm to the patient.